Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter did not power on with button depression or test strip insertion.¿¿the meter was de-cased and observed burned mark on j1 port strip and x1, likely was causing powered interrupted.¿observed that the meter was subjected to high power through an external source, which melted plastic and caused damage to its components thereby preventing the meter from powering on ¿although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. Date received by mfg was incorrectly documented in follow up #1. The correct date should have been july 13, 2018. Date received by mfg was also incorrectly documented in follow up #2, the correct date for follow up #2 should have been november 2, 2018. (Corrected data) was also incorrectly documented in follow up #3. The documented date should have been november 2, 2018.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter did not power on with button depression or test strip insertion.¿¿the meter was de-cased and observed burned mark on j1 port strip and x1, likely was causing powered interrupted.¿observed that the meter was subjected to high power through an external source, which melted plastic and caused damage to its components thereby preventing the meter from powering on ¿although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. The date received by mfg was incorrectly documented in follow-up report #2. The correct date is december 10, 2018.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter did not power on with button depression or test strip insertion.¿¿the meter was de-cased and observed burned mark on j1 port strip and x1, likely was causing powered interrupted.¿observed that the meter was subjected to high power through an external source, which melted plastic and caused damage to its components thereby preventing the meter from powering on ¿although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Date received by mfg was incorrectly documented in follow-up report #1. The correct date is july 13, 2018.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.